Event description:
It was reported that when using the catheter to dilate dialysis shunt on pt's native vein in the left forearm, the balloon ruptured. When the catheter was removed the tip of the catheter was not attached. It is also reported that the condition of the vessel was constricted, no pt complications reported.